Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the customer in (B)(6) that during a ligamentoplasty procedure on (B)(6) 2022, it was observed that the plastic tip of the coagulant on the vapr s90 4.0mm w/integr hdp electrode device burnt and broke off during use on the patient. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received and evaluated. Visual inspection revealed that the electrode is in normal use condition. The cable is in good condition as well as the connector and pins. The suction tube does not show saline residues. The active tip shows signs of activation. When connected to the test generator, the electrode was immediately recognized. Due to the burnt tip condition, the functional test was not performed. The electrode will be sent to the manufacturer for further analysis. The vapr s90 4.0mm w/integr hdp -ea was evaluated by the manufacturer with the following results: device was not returned in the original packaging. The distal tip is in a used condition. It appears the plastic manifold has been damaged. Residue in suction tube. No visible damage to handle, cable or plug. The electrical test was performed, the active-return parameter failed. The functional test was performed, the ablate and coagulation test failed. Manufacturer summary: based on the charred and burnt section of the manifold seen the likely cause of this failure is shorting at distal tip. The failure mode seen is consistent with previous one piece lps electrodes (s90) which exhibit similar failure modes including output shorting, manifold melting, sparking and arcing during a surgical procedure and have been further investigated through a CAPA. The complaint failure mode has been reviewed against the systems risk assessment document 892007, which has been recorded in the spreadsheet line ref no. 820, ¿internal arcing of instrument¿. The hazardous situations annotated for this failure mode are 'insufficient rf energy - incorrect tissue effect¿, with ra grid number 9 and severity minor and the risk level categorized as alra (as low as reasonably achievable). The currently probability level is ¿probable¿ (<10¯3 and =10¯4 ). A review of our complaint records over the last 12 months to assess the frequency of this defect shows this device (225370) to be of low occurrence and is as anticipated in the risk analysis. Our analysis shows that the frequency is below the anticipated rate of failure detailed in the ra risk management document 910216 and the risk is deemed negligible/minor and no further action is required. Complaint rates will continue to be monitored through standard complaint review channels. A DHR review has been performed for lot u2111130; no issues (ncrs or deviations) with the manufacturing process have been indicated. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.